Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient in a skilled nursing facility had developed bad sore on his back under the therapy electrodes. It was reported that the patient's garment was very dirty, and that the sore was bleeding and had a strong odor. Wound care staff reportedly treated the sore. During a follow-up a facility nurse reported that the wound was getting better.